Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported that the ventilator did not recognize the battery. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.